Event description:
It was reported the procedure was being performed on a (B)(6) female pt in the radiology dept. The catheter was being placed into the pt's internal jugular and the tunneling sheath cracked and came off in the pt. They were able to remove it and placed the catheter. There was no delay in treatment and no pt death or complications were reported. F/u info states the sheath was removed by pulling it out of the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.